Event description:
It was reported that a few days after implant, noise was noted on the egm. The lead was explanted and replaced due to the oversensing. "A visual irregularity was found near the ring electrode." No patient complications were reported as a result of this event, and the patient's status was reported to be good following the replacement procedure.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed. Other text : it was reported that a few days after implant, noise was noted on the egm. The lead was explanted and replaced due to the oversensing. "A visual irregularity was found near the ring electrode." No patient complications were reported as a result of this event, and the patient status was reported to be good following the replacement procedure. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated interference oversensing.